Event description:
Patient reported that device's button rings fell off about one month ago. Patient stated that about every other day their device presses against something and then goes into stop mode. Patient does not hear the device go into stop mode because they have hearing problems. On some occassions, the patient's blood glucose increased (180mg/dl) patient self-treated high blood glucose by bolusing.